Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer's reported issue. All testing was performed using a good known ac adapter and test circuit. When the ventilator was plugged in with an ac adapter, the ventilator displayed an amber on charge status. After a couple of hours, the charge status led displayed a solid green. The ventilator failed a 40 minute battery duration test from the ltv service manual. Carefusion installed a good known test battery and the charge status led was solid green. Carefusion replaced the battery to address the reported issue.

Event description:
It was reported to carefusion that the unit had an internal battery failure while in use on a patient. The ventilator was replaced and there was no patient harm associated with this event. The unit was connected to an ac adapter, and the ventilator worked fine while connected to it, however, as soon as the unit is unplugged, the ventilator quits.